Event description:
It was reported that during total prosthesis hip surgery the durom cup 52 mm and the durom impactor were impossible to separate even posterior explantation with a clam. The durom cup did press-fit in two times. The problem was solved by implanting an allofit-s cup with metasul 32 mm inserter.

Manufacturer narrative:
This report will be ammended when our investigation is complete.